Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, hard pump in operating room, prior to opening the tm had the doctor try to unlock, it was successful. No incision made. Additional information received stated the patient was placed under anesthesia in the operating room to unlock the pump. The physician was able to unlock in the operating room without needing to make an incision.